Event description:
The external pulse generator was returned for annual check and calibration. It was analyzed and subsequently tested out of specification that was not related to the drop and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found that the upper/lower cases, both side bail covers, and ring cover were broken. The lead flex cover and battery release were contaminated. The battery contacts were compressed and the ring was bent.